Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-2-uni-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: two filters returned. Both are undamaged and symmetric and the distances between the filter legs are according to specifications. A review of received imaging found that in first attempt the tulip filter was most likely deployed in right testicular vein. Since no imaging from second attempt is provided, it is not possible to determine why the filter did not expand. If sheath was not retracted from its position on provided venogram, whether filter was revealed by retracting sheath or pushed out, the filter should have expanded into a normal ivc. However, if sheath was retracted superior the renal veins and filter pushed out, it is likely the filter was again deployed inside proximal right testicular vein. The exact reason why the reported filter did not expand cannot be determined. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the doctor wanted to place a vena cava filter in the vena cava. The filter did not open into the vena cava. Then the doctor took out the filter and took a second one. This one also did not open in the vena cava. The doctor could find no apparent reason due to the angiogram and a CT. Outside the body both filters opened. Patient outcome: the patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence